Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a pediatric urology procedure on (B)(6) 2017 and the suture was used. During the procedure, when they opened a package, the suture itself was completely disintegrated and not usable. Another like suture was opened and used for this procedure. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual and functional examinations were performed and tested samples met requirements. No defects were found on the packaging. The sutures were dispensed without problems and examined along of the strands and no defects or breakage suture was observed.